Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (unknown) (100 mg/ml at 43.25 mg/day) and baclofen (unknown) (1000 mcg/ml at 423.3 mcg/day) via an implantable pump for intractable spasticity. It was reported that patient stated on (B)(6) 2021 they started getting a critical alarm that the pump was empty. Patient stated they saw the healthcare provider (hcp) on (B)(6) 2021 to have the pump filled. When the hcp tried to interrogate the pump, he was not able to read it. Patient stated the hcp called mdt and provided suggestions but none of them worked. Patient stated the hcp said mdt told him the pump was defective and had to be removed right away because patient was going though withdrawals. Patient stated they started going through withdrawals on wednesday (B)(6) 2021 but was not aware of it. When asked dose and concentration of the medication pt added baclofen 18.1 mcg/hour and morphine was 1.89 mcg/hour. The troubleshooting steps that were taken on the call resolved the issue.